Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 24 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hallucinating and a fall. The patient was treated with IV (intravenous) glucose. The patient was released the 1 day later. The pod was worn when seeking medical attention. Patient reported her physician is upset with her because she keeps changing the pump settings, and that her hypoglycemia is due to her putting incorrect settings in the pump.